Manufacturer narrative:
For both of the events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by the cobas 8000 e 801 module. The events involved a total of 22 patients tested with the elecsys tsh assay. The known patients' ages ranged from 47 to 60 years. The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were known to be 2 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.